Manufacturer narrative:
(B)(4). A failure investigation could not be performed. The set involved in this event will not be returned as it is contaminated with a hazardous drug. The cause of the smartsite becoming detached is unk.

Event description:
The customer reported that when they attempted to access the smartsite on top of the burette during a chemotherapy infusion, the smartsite became detached from the burette. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. No additional info provided.